Manufacturer narrative:
The device was returned to olympus for inspection; the following reportable malfunction was identified during the device evaluation: the inside of the light guide lens exhibited foreign objects. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope's inside of the light guide lens exhibited foreign objects. There was no patient involvement.